Event description:
Complainant alleged that during routine preventative mainatenance the device's defib output was incorrect. Complainant indicated that there was no pt involvement in the reported malfunction.